Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since (B)(4) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, slight endophthalmitis was observed. The fibrin seems like aseptic endophthalmitis in an early stage after the surgery. The following statement had been written on the medical record at that time: "an inflammatory reaction has been observed and the patient needs to be monitored carefully." Additional information was received which indicated that on the third postoperative day, endophthalmitis was seen so the patient was instructed to visit more often. The diagnosis was aseptic endophthalmitis. By the sixth postoperative day, the patient was recovering with regular treatment. The symptoms recovered by the ninth postoperative day. There was a noticeable tendency of having intraocular inflammation with this patient. Cultures were performed and the result was negative. There are two medical device reports associated with this patient. This report is for the left eye.